Manufacturer narrative:
(B)(6) 2015 08:19 am (gmt-5:00) added by (B)(6) ((B)(4)): during investigation of a complaint, an additional malfunction was found. This additional complaint was opened in order to cover the failure. Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) is aware of similar complaints and determined so far that the de-airing membrane becomes permeable for fluids (priming solution / blood). The investigated customer complaints showed nonconforming areas in the membrane body as well as week bonding between the membrane and oxygenator as most probable cause. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process ( CAPA (B)(4)) to address the appropriate corrective and preventive action. Determining the root cause is still under investigation. Due to this no further action will be completed at this time. This data is being handled through a designated maquet cardiopulmonary tracking and trending process.

Event description:
The product was investigated under complaint (B)(4). And an additional failure was found as follows: during a tightness test of the product a leakage at the de-airing membrane was detected. This additional complaint was opened in order to cover this failure. (B)(4).

Manufacturer narrative:
Within (B)(4), a root cause analysis (rca) identified three sub-items: the laminated ptfe membrane shows qualitative differences within the lot due to the size of the production lot (minimum 1850 feet x 11.25 inch) and the packaging of the rolls. The functional ptfe membrane is very sensitive to mechanical stress. Therefore the hitherto existing instructions in basic operation procedure (bop) 714 (punching) and 715 (welding) will be adjusted. The softline coating and the pressure test of oxygenators takes place simultaneously at 1.1 bar. The hydrophobic character of the membrane is changed by dint of the hydrophilic softline coating solution, which enters into the ptfe membrane. Corrective and preventive actions have been established based on rca: development and implementation of an optical inspection of the raw material (membrane). Development and implementation of a new punching process. Improvement of supplier packaging of membrane rolls. Prevention of pressures above the tolerance in pressure test units (revision/enhancement of bops). Projected timeframe for completion of CAPA actions: july 2017.

Event description:
(B)(4).